Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 550 mg/dl. The customer was using manual injection to keep blood glucose down at work came home changed set and received no delivery alarm. The customer declined the high blood glucose troubleshooting. The troubleshooting was performed for the no delivery. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.